Manufacturer narrative:
(B)(4). Section h11: method: the subject rt380 adult dual heated evaqua2 breathing circuit and additional information was requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Neither the subject device nor the additional information was provided for evaluation. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the subject device was not returned to f&p healthcare for evaluation. Without the complaint device or further information, we are unable to confirm the reported leak. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported leak or determine the cause of the reported event. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. The user instructions provided with the rt380 adult dual heated evaqua2 breathing circuit include the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that an rt380 adult ventilator circuit dual heated with evaqua technology failed the pre-use ventilator leak test prior to patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Correction: section d4: UDI details updated. Section h11: method: the subject rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection identified a cut on the dryline of the rt380 adult dual heated evaqua2 breathing circuit. There was no fault found with the returned dual limb assembly or the mr290v humidification chamber. Conclusion: the reported leak was confirmed, and was due to a cut on the dry line of the rt380 adult dual heated evaqua2 breathing circuit. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions provided with the rt380 adult dual heated evaqua2 breathing circuit include the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that an rt380 adult ventilator circuit dual heated with evaqua technology failed the pre-use ventilator leak test prior to patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The rt80 adult ventilator circuit dual heated with evaqua technology has been requested to be returned to fisher & paykel healthcare in new zealand for investigation. We will provide a follow up report once we have completed our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult ventilator circuit dual heated with evaqua technology failed the pre-use ventilator leak test prior to patient use. There was no patient harm reported.